Event description:
The customer received a questionable c-reactive protein (crp) result on their c501 analyzer. The patient's initial crp result was 0.22 mg/l. The crp result was auto- validated and reported outside the laboratory. Other assays analyzed at the same time on the same sample failed validation and the sample was re-tested. The repeat crp result was 128 mg/l. There was no deterioration to the patient's health. The patient was not harmed by the event. Due to the suspicion of an erroneous result, the sample was re-measured and the result communicated by phone to the emergency room. The crp reagent lot number and expiration date were not provided. Prior to the event, calibration and quality control were acceptable. A 13 mm tube being used without a rack adaptor can cause the sample tube to not be centered in the tube carrier which may cause such a sample specific effect.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).